Event description:
On (B)(6) an amazon customer commented that the product was false negative: consumers received an empty pack under a no refund or replace policy, and then exchanged it but got a false negative. The consumer was confirmed to have covid-19 in the emergency room, but it was negative result with this product. Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information and such as product information (lot #, expiration date, etc.) Following by reporter's consent.